Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 89% stenosed, 18-20mm x 3.0-3.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 18-20mm x 3.0-3.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element,mr,ous 2.75x20mm mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.